Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Failure analysis (fa) found the instrument to have a broken grip at the grip base. A piece approximately 0.193" x 0.571" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during central processing, the tip broke off of the fenestrated bipolar forceps. The piece would not be returned with the instrument. There was no report of patient involvement.